Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic assisted manual reduction of incarcerated abdominal wall hernia, and a laparoscopic repair of ventral hernia with mesh. He had revision surgery approximately 3 months post-surgery. During this procedure, he underwent a laparoscopy with repair of incisional hernia with mesh. The patient experienced recurrence.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic laparoscopic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.